Event description:
It was reported that the our spine mgr. Was attempting to remove a screw from a plate while testing system before sending to a case, while attempting to remove screw, the draw rod snapped. We placed note on the draw rod to insure it was pulled from set.

Event description:
It was reported that the our spine mgr. Was attempting to remove a screw from a plate while testing system before sending to a case, while attempting to remove screw, the draw rod snapped. We placed note on the draw rod to insure it was pulled from set.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the instrument fracture may a result of over tightening. Excessive tightening could also result in the deformation of the instrument distal tip. No manufacturing issues were found for this lot number. Conclusion: the likely mode was torsional overload as examined visually.